Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds noted on the right ventricular (rv) lead post operative. This lead was revised and remains in use. No patient complications have been reported as a result of this event.